Manufacturer narrative:
Results: the lantern was ovalized from approximately 130.5 ¿ 135.0 cm from the hub. Conclusions: evaluation of the returned lantern confirmed an ovalization on the distal tip. If the device is forcefully gripped or if the peelable sheath is not properly utilized during insertion of the lantern into a parent device, damage such as an ovalization may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the radial artery using a lantern delivery microcatheter (lantern). During the procedure, after administering an injection of dimethylsulfoxide (dmso) using a lantern, the physician removed the lantern and flushed it on the back table. However, while attempting to reinsert the lantern back into the next feeding vessel, the physician noticed the distal tip of the lantern had collapsed and, therefore, it was removed. It was also reported that the physician felt the distal tip of the lantern appear to have been glued together. The procedure was completed using another microcatheter. There was no report of an adverse effect to the patient.